Event description:
Approximately seven months post hvad implantation, the site reported that there was an issue with the performance of the patient's battery. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a battery exchange and returned the battery involved in the reported event to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned battery (B)(4) passed visual examination but failed functional testing. During testing, the battery exhibited early depletion of cell pairs #1 and #2 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. During testing, the battery also exhibited reduced battery capacity and abnormal functional testing plot signatures. Faulty cell malfunctions originated due to multifactorial supplier quality manufacturing issues wherein the battery electrodes and cell pairs were poorly fabricated. This failure is likely to have contributed to the reported no power event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and evaluation is ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.